Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation activities included: methods: review of device history records. Review of complaint history. Results: device history record for lot efcf reviewed and no anomalies associated with the complaint were observed. (B)(4) items were released and the lot was manufactured on 21st september 2009. A review of the complaint system was performed. This is the second incident reported to newdeal about wrong graduation of large qwix® measurer for the past two years. As large qwix® measurer pn 119150nd is a reusable instrument and used at each large qwix surgery, the number of sold (B)(4) qwix® screws are taken. During the same time period, (B)(4) large qwix® screws were sold. The complaint rate for this kind of incident during the stated time period is (B)(4)percent. This is the first incident for this lot efcf. A field safety notice was implemented by newdeal to clarify the use of the measurer depending of the length of the screws, describing both direct and indirect measurements, and to supplement the surgical technique accordingly. This field safety notice was sent to the customer afrisurgical for (B)(6). The product involved in this complaint was distributed by (B)(6). From (B)(6) 2009 all the actions were finished: the device with an adaptable scale is available since (B)(6) and has been already sold. The surgical technique is modified with the addition of the indirect measurement method and sent with products. Newdeal has received all the return forms from the (B)(4) distributors which attest that they have well received the safety notice and they have transferred it to the concerned persons or users. The field safety notice was sent with each device of the lot efcf. These devices are an old version ¿ old design. Conclusion: the graduation scales of the measurer did not allow measuring all the screws lengths according to the method described in the current surgical technique. No device will be returned as the distributor indicated they will use them.

Event description:
It was reported the depth gauge device measurer provided wrong measures. (This) unit can only measure from 50mm on the 250mml side and is correct on the 200mml side. Event circumstance was not provided. No patient impact information provided. Additional information received, comments from distributor: "in order to close this document regarding the depth gauge ((B)(4)) it was noticed at the office and perceived to have been bent in transit from integra to surgitech. However, when the new depth gauges arrived the bend was noticed on all of them which means that this is the way it has been manufactured and that there was no damage actually in transit we will use them as they are so you can close the document now."